Event description:
The balloon console alarmed "iab catheter" and, upon inspection, the perfusionist saw blood in the helium delivery line. The surgeon was notified and the balloon was removed. No second was inserted. The pt was in stable condition. On 4/8/97, co also received the mandatory medwatch form from the distributor: uf/dist report number: 2026191-1997-0020. (Event complications: none from the event - reported 4/8/97. ) (pt's current status: stable - rpt'd 4/8/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.